Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received questionable ise indirect gen.2 na results for three patients tested on a cobas 8000 cobas ise module. Prior to patient testing, the customer confirmed qc was acceptable. The initial results were reported outside the laboratory and the physicians questioned the results. The customer changed the ise electrodes, ise pinch valve tubing, and performed qc. The customer¿s qc recovered low. The customer sent the samples to another laboratory for repeat testing. On (B)(6) 2020, patient 1¿s initial na result was 131 mmol/l, and the patient¿s na result at the other laboratory was 137 mmol/l. On (B)(6) 2020, patient 2¿s initial na result was 125 mmol/l, and the patient¿s na result at the other laboratory was 134. On (B)(6) 2020, patient 3¿s initial na result was 132 mmol/l, and the patient¿s na result at the other laboratory was 139 mmol/l. The field service engineer discovered the ise sample probe needed to be replaced. He replaced the ise sample probe, checked and cleaned the ise system. After service, the customer performed calibration and qc with acceptable results. After service, the customer performed repeat testing with patient 1's and patient 2's samples on the initial cobas 8000 cobas ise module. Patient 1's na result was 136 mmol/l. Patient 2's na result was 133 mmol/l. The customer determined the repeat results from the other laboratory were correct. The na electrode lot number and expiration date were requested but not provided.

Manufacturer narrative:
The investigation verified the customer's calibration and qc data were acceptable. Based on the available information, a general reagent issue can be excluded. The field service engineer replaced the ise sample probe and performed ise sipper flowpath cleaning and checks. After service, the customer performed ise calibration and qc with acceptable results. The customer reported no further issues. The investigation determined the service actions resolved the issue.